Event description:
It was reported that the coil broke. A 5mm x 15cm embold fibered coil was selected for use in the embolization of a gastrointestinal bleed with splenic takedown. The vessel was severely tortuous. Intermittent flushing was performed during the procedure. When advancing the coil out of the 2.8f non-boston scientific microcatheter, the physician wasn't able to keep pushing and advancing the coil. An attempt was made to pull the coil back in and then re-advance, but this did not help. Eventually, the physician went to pull back and remove the coil, but there was resistance, and it stretched upon removal. The release mechanism was never used. It was believed that all of the coil was removed because the microcatheter was able to be flushed with saline and contrast. However, when obsidio was injected in the microcatheter, it pushed a remaining section of stretched coil out into the vessel together with the obsidio material. The coil fragment was implanted somewhat proximal but around where they wanted to embolize. Due to catheter kickback experienced during obsidio use, the microcatheter was pulled into the base catheter, and the procedure was considered complete. There were no patient complications as a result of this event.

Event description:
It was reported that the coil broke. A 5mm x 15cm embold fibered coil was selected for use in the embolization of a gastrointestinal bleed with splenic takedown. The vessel was severely tortuous. Intermittent flushing was performed during the procedure. When advancing the coil out of the 2.8f non-boston scientific microcatheter, the physician wasn't able to keep pushing and advancing the coil. An attempt was made to pull the coil back in and then re-advance, but this did not help. Eventually, the physician went to pull back and remove the coil, but there was resistance, and it stretched upon removal. The release mechanism was never used. It was believed that all of the coil was removed because the microcatheter was able to be flushed with saline and contrast. However, when obsidio was injected in the microcatheter, it pushed a remaining section of stretched coil out into the vessel together with the obsidio material. The coil fragment was implanted somewhat proximal but around where they wanted to embolize. Due to catheter kickback experienced during obsidio use, the microcatheter was pulled into the base catheter, and the procedure was considered complete. There were no patient complications as a result of this event.